Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Data logs are not relevant to the complication and the product was not returned. Clinical details reported that the patient was bleeding from the access site and required an extra suture to resolve it. However, additional bleeding was reported two days later which was treated with blood products, another suture, and a sandbag. It is reported that the patient's partial thromboplastin time was greater than 200 at the time of the impella rp site bleed, though it is not reported if this is within the hospital's therapeutic range. Additionally, the intra-aortic balloon pump access site also had oozing two days prior which required several days of blood products. Bleeding at the impella site had resolved at the time of explant. Based on the clinical details provided, the root cause of the access site bleed was most likely patient condition related. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25945 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Event description:
The complainant reported that the patient on impella rp support developed bleeding at the impella access site. Pressure was held and suture was added. Additionally, there was a placement signal alarm due to the impella sensor malfunctioning. The team monitored motor current. The patient survived the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were reviewed and there were no placement signal not reliable alarms and all optical signal metrics were stable during the case. That being said, there were abnormalities in the placement signal calculations around the reported date. The pump was not returned for investigation. The failure mode was changed from placement signal to optical signal issue based on the fact that data log review an optical signal metric. Based on the data log review and clinical details, the root cause of the optical signal issue was determined to most likely be patient condition. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem h6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2025-25945.